Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced a bland screen display. Customer reports that screen display came back with battery cap change. Customer also reports to have received several unexpected restart. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 200 mg/dl. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. Unexpected restart error alarm was not verified due to blank display. The device had minor scratched display window and cracked reservoir tube lip.